Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patient hypersensitivity was not showing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the patient's hypersensitivity was not displayed on the device. A technical support specialist noted that the station had been configured to retain inactive patients for only a single day. Follow-up was initiated to either obtain activity on the patient or adjust the station settings to allow visibility of the patient. The technical support specialist informed the customer and communicated with the hospital information technology team regarding possible adjustments to the system. The system functioned as intended after the technical support specialist troubleshot the device.